Event description:
The balloon of the catheter had been checked prior to insertion of the catheter into the pt. Upon withdrawal of the catheter, the balloon material was not present. The #4 french sheath was aspirated, and the balloon material was not obtained. The #4 french sheath was exchanged over a wire for a new #4 french sheath; there was no evidence of the balloon material in the initial sheath.